Manufacturer narrative:
It was reported that the zero calibration of the pressure was not possible. The failure occurred during priming. A getinge service technician (fst) was sent for investigation and repair on 2022-10-06. No malfunction could be confirmed in regards to the cardiohelp. Therefore no parts were replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. Further the affected oxygenator (hls set) was not available for investigation. According to the logfile analysis no failure could be found. As the failure was not reproducible an exact root cause could not be determined. However, according to the risk file of the cardiohelp device following root causes can lead to the reported failure: - wrong plugged external pressure sensor or disconnection (mix up) - connection of non-compatible sensor - response time is too long according to the instruction for use of the involved disposables (hls set advanced 5.0 / 7.0, hit set advanced 5.0 / 7.0, v2.3, chapter 7.1 preparation and installation and quadrox-ir small adult / adult, chapter 7.2 priming the system) the pressure sensors have to be calibrated and checked before priming. The review of the non-conformities has been performed on 2022-10-18 for the period of 2016-06-17 to 2022-09-14. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2016-06-17. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
A getinge technician will investigate the cardiohelp. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
It was reported that during priming the zero calibration was not possible (pressure sensor). No harm to any person has been reported. Complaint ID: (B)(4).